Event description:
Patient had lens implanted in right eye by eye specialists of (B)(6). Patient has stated that has problems seeing close and far, nighttime driving, reading, blurred vision, and migraine headaches due to the dissimilarity of the eyes. He went for a second opinion to the (B)(6) eye ctr on (B)(6) 2019. The patient saw two drs and they spent 5 hours looking at patient's eye and told him that it's a failed lens, and told him that approx 9% of lens typically fail and this one should be removed and replaced. They also found no structural defects with the patient's eye that would have caused the failure. The patient also states that alcon has been encouraging him to name a price for a refund, yet they have also said that he may not get any money at all, and in addition to that they have also been asking for the patient's medical records. The (B)(6) has also informed the patient that if he does not get a re-operation soon, he can potentially go blind in the right eye.